Event description:
Boston scientific received information that while attempting to gain access during an implant procedure the physician noticed an unexpected bend in the right ventricular (rv) lead after review of fluoroscopy. A ventricular perforation was suspected and confirmed. The decision was made to surgically abandoned the rv lead ((B)(4)) and implant a new lead. Multiple attempts were made to gain access with the second rv lead ((B)(4)) as the physician experienced placement difficulties. After final placement, pacing system analyzer (psa) measurements were taken and were within normal range. Subsequently, after removal of the lead stylet and connection of the pacemaker ((B)(4)), no rv sensing or pacing was observed. The device was disconnected, and the rv lead ((B)(4)) was repositioned again and the pacing system analyzer (psa) measurements of the rv lead were repeated. Good sensing and capture were obtained and the decision was made to leave the rv lead in its final position. Subsequently the procedure was stopped as the patient experienced massive thoratic pain and started to vomit. The device was then reconnected to the rv lead,interrogated using a sterile telemetry wand and reprogrammed and acceptable sensing and capture were obtained. The physician accepted the measurements due to the patient's critical condition and the surgery was finished. During the next day follow-up this right ventricular (rv) lead ((B)(4)) revealed high thresholds. At this time, the device and rv ((B)(4)) lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a (B)(4) technical services (ts) agent was contacted. The device and lead remain in service and the patient will be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a boston scientific technical services (ts) agent was contacted. The device and lead remain in service and the patient will be monitored. No additional adverse patient effects were reported.